Event description:
This is a report of a colleague infusion pump with a failure code 814:04. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. The software version is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device is available for evaluation. Upon completion of baxter investigation, a follow up medwatch will be submitted. (B)(4).